Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis and treated with antibiotics. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (laboratory values unknown) was collected, the patient was diagnosed with peritonitis, and he was formally admitted. The patient was treated with intraperitoneal fortaz and vancomycin (dosages, frequencies, durations not provided) and continued to undergo ccpd while hospitalized. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed several areas of technique requiring reeducation. The patient was discharged home in stable condition on (B)(6) 2022 and resumed using the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event, as several education deficits were discovered during a home evaluation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (at the time of this investigation), the patient continues to utilize the same liberty select cycler at home without reported issue. Those individuals who undergo pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis and treated with antibiotics. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (laboratory values unknown) was collected, the patient was diagnosed with peritonitis, and he was formally admitted. The patient was treated with intraperitoneal fortaz and vancomycin (dosages, frequencies, durations not provided) and continued to undergo ccpd while hospitalized. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed several areas of technique requiring reeducation. The patient was discharged home in stable condition on 18/jun/2022 and resumed using the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis and treated with antibiotics. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (laboratory values unknown) was collected, the patient was diagnosed with peritonitis, and he was formally admitted. The patient was treated with intraperitoneal fortaz and vancomycin (dosages, frequencies, durations not provided) and continued to undergo ccpd while hospitalized. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed several areas of technique requiring reeducation. The patient was discharged home in stable condition on 18/jun/2022 and resumed using the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h.10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination. There is no allegation of cassette malfunction.